Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found on the returned full lead. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the wire would not reach the head of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.